Event description:
It was reported that the patient underwent an unspecified back surgery using rhbmp-2/acs. Reportedly, the patient developed overgrowth of bone, experienced significant pain and suffered other serious injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2005: patient presented with preoperative diagnosis of mechanical low back pain and lumbar radiculopathy and underwent de-compressive lumbar laminectomy inferiorly at l3,l4 and l5 to the sacrum with bilateral l3-4, l4-5, l5-s1 medial hemi-facetectomies, lateral recess decompressions and negative disk exploration followed by pedicle screw instrumentation with posterolateral fusion from l3 to the sacrum. Indications: patient presented to the office with complaints of low back pain and bilateral leg pain. There is associated numbness and tingling with a burning sensation down both legs to the feet. Patient had a MRI scan as well as a myelogram with post myelographic CT study. The MRI scans demonstrated degenerative changes primarily at l3-4, l4-5 and l5-s1. On the myelogram with post myelographic CT study, there appeared to be a small central disk bulge at the l4-5 level with some central stenosis and lateral recess stenosis. Most significant was the evidence of massive facet disease at l3-4 and l4-5 levels and to a lesser degree at l5-s1 level. This was consistent with his diagnosis of mechanical pain. Along with facet hypertrophy, there appeared to be lateral recess stenosis primarily at l4-5 but also at l3-4. His emg studies confirmed a right s1 radiculopathy. Operative procedure: "...following the decompression, pedicle screw insertion sites were prepared bilaterally at l3,l4,l5,s1 levels. 6.5 x 55 mm screws were placed on both sides at l3 and l4. 6.5 x 50 mm screws were placed at l5 on both sides and 6.5 x 45 mm screws were placed on both sides at s1. All screws were placed under fluoroscopic guidance. X-rays confirmed good position. Two precut-pre bent rods were further bent them to accommodate the screw position. Rods were secured into place using interlocking screws. Two crosslinks were placed, one between l4-5 and other between l5-s1. We decorticated the transverse processes at l3,l4, l5 and the sacral ala and s1 for placement of the fusion mass. The fusion mass consisted of bone morphogenic protein soaked sponges wrapped around the auto graft procured during the decompression along with allograft granules. There were no operative complications." On (B)(6) 2006: patient underwent CT scan of lumbar spine without contrast. Conclusion: status post fusion of l3 to s1 with laminectomy defects present at l4 and l5. There is very mild retrolisthesis of l2 on l3 and l5 on s1. Broad based disc bulges present at multiple levels from l2-3 through l5-s1 which contributes to mild ap spinal canal stenosis. Moderate bilateral neuroforaminal stenosis is present at l5-s1 and mild at the other levels. On (B)(6) 2008: patient underwent x-ray of lumbar spine. This patient has pedicle screws at l3, l4, l5 and s1 and paraspinous distraction rods and posterior fusion demonstrated. There is also a laminectomy at l4 and l5. No pathology is identified in the paraspinous rods on oblique views. The patient has calcification of the abdominal aorta. On (B)(6) 2010: patient underwent MRI of lumbar spine. Patient has pedicle screws at l3, l4 and l5. Patient has a pseudomeningocele at l4 and l5. The intervertebral disc are normal except at l2 interspace where there is an obvious impingement on the left lateral aspect of the spinal canal and the left exiting nerve root. This may be a post surgical finding rather than a disc. The conus is normal. The marrow signal in the vertebral bodies is within the normal limits. On (B)(6) 2011: patient underwent MRI of lumbar spine due to low back pain with bilateral leg pain, numbness and tingling. Patient has right hip pain also. Impression: postsurgical and degenerative changes. On (B)(6) 2012: patient underwent myelogram of lumbar spine due to low back pain with numbness in the lower extremities bilaterally particularly in the right leg and complains of burning in the right leg down to the foot. Impression: a technically successful myelogram. Patient tolerated the procedure well. Changes in thecal sac will be evaluated further with CT of lumbar spine. Patient underwent CT scan of lumbar spine with contrast due to low back pain which radiates into the legs bilaterally particularly the right leg with burning sensation in the right leg down to right foot. Impression: moderate spinal stenosis at level l2-l3. Bilateral neural foraminal stenosis at level l2-l3 and l4-l5. Posterior spinal fusion from level l3 through s1. The screws at level s1 are broken bilaterally. Laminectomy level l4-l5. Levoscoliosis. On (B)(6) 2012: patient presented with preoperative diagnosis of lumbar stenosis, lumbar nerve root compression, broken hardware with mechanical pain associated with hardware and overgrowth of bone fusion and underwent removal of hardware l3 through s1 bilateral and exploration of fusion mass right side with lumbar laminectomy, foraminotomy l2-3,l3-4, l4-5 right. Per operative report. "..the fusion mass had overgrown significantly and encased the crosslinks and rods and screws of the previously placed hardware. The overgrowth of fusion mass was then explored and removed overlying the hardware to expose the hardware and the spinal canal. There was a moderate size pseudomeningocele associated with the overgrowth of fusion mass at the l5 level and this was torn during the decompression, the meningocele had a very friable wall and would not hold suture, so it was reduced with bipolar electrocautery and then sealed up with tisseal platelet fibrin adhesive. On (B)(6) 2012: patient underwent CT scan of lumbar spine without contrast due to back pain and headaches. Impression: a large fluid accumulation in the posterior soft tissues opposite the vertebrae l2 through l5 which appears to be compressing the thecal sac particularly at level l2 and l3. This may represent pseudomeningocele or a meningocele." Superficial fluid accumulation which appears to be communicating with this larger fluid accumulation proximally and distally. Removal of hardware since previous study. On (B)(6) 2012: patient underwent CT of lumbar spine without contrast due to lumbar radiculopathy. Impression: extensive postsurgical changes. Large fluid collection in the postsurgical site extending posteriorly in the paraspinal soft tissues as well as in the subcutaneous soft tissues more superiorly. The 5 mm of posterolisthesis of l2 on l3. Relative foraminal stenosis at l2/l3 through l5/s1. On (B)(6) 2012: patient underwent MRI of lumbar spine with and without contrast due to lumbago. Impression: the patient has undergone previous right sided laminectomies at l3 and l4 and bilateral laminectomy at l5 with instrumentation and interpedicular screws tra versing the l3-s1 level. No evidence of mal-alignment. There is some distorsion of the thecal sac with bulging of the more posterior aspect of the thecal sac at the l4-l5 disc level. There is a large fluid collection within the posterior soft tissues in the surgical bed and there is significant enhancement within the adjacent soft tissues and along the margins of this collection particularly superiorly. This most likely represents a large postoperative seroma but given the enhancement an abscess is not entirely excluded. Some bulging of the disc and degenerative disc disease is noted at the multiple lumbar levels with some neuroforaminal narrowing. No definite nerve root impingement or significant central spinal stenosis is identified. On (B)(6) 2012: patient underwent revision surgery due to a lumbar spine wound for a pseudomeningocele spinal fluid leak. On (B)(6) 2013: patient underwent CT of lumbar spine without contrast due to pain. Impression: extensive postoperative changes of posterior laminectomy l2-s1. The hardware has been removed except for retained portions of the bilateral pedicle screws at s1. Posterior fluid collection with a new collection of air posteriorly at the l3 level. Abscess cannot be excluded. MRI of lumbar spine with and without contrast could be performed for further evaluation. Multilevel degenerative changes with spurring of the endplates at the lower thoracic and lumbar spine. Patient underwent MRI of lumbar spine with and without contrast due to back pain. Impression: extensive postoperative change at the lumbar spine with laminectomy of l2 through s1 with a large posterior fluid collection. There are new collections of air superiorly in the fluid and if there is no history of recent instrumentation, abscess should be excluded. There is irregular peripheral contrast enhancement associated with this fluid collection. 2) mild central canal stenosis at l2-l3. There appears to be probable enhancing scar tissue anterior to the thecal sac at this level. There is also bilateral facet arthropathy at this level and at l5-s1. On (B)(6) 2013: patient underwent MRI of lumbar spine with and without contrast die to lumbar pain. Impression: lobulated fluid collection in the soft tissues posteriorly along the lower lumbar spine. There is enhancement of the wall of the fluid collection and enhancement of the surrounding soft tissue. Again, this could represent a postoperative seroma, abscess or hematoma. Lumbar spine spondylosis. There is no herniated nucleus pulposus seen. No acute fracture were identified. On (B)(6) 2014: patient underwent MRI of lumbar spine with and without contrast due to low back pain and leg weakness. Summary: extensive postsurgical change with the dominant abnormality being bony facet hypertrophy at multiple levels with foraminal stenosis greatest at l2-l3 and l5-s1. Central canal narrowing is greatest(mild-moderate) at l2-l3. On (B)(6) 2014: patient underwent radionuclide bone scan total body due to complain of bilateral knee pain. Impression: total body bone scan is unremarkable and unchanged. Unknown date: mr. (B)(6) had increased insertional irritability at l4-5 and increased polychasia at multiple levels suggesting chronic nerve root irritation. After his revision, he had a large posterior fluid collection from l2 to s1, as well as an intractable positional headache lasting three weeks. He suffers from severe depression, sleep disorder and chronic pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l3 to s1 using rhbmp-2 from a posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., transverse processes and sacral ala). Patient's post-operative period had been marked by progressively worsening lower back and radiating leg pain. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Severe pain and symptoms ultimately compelled patient to undergo two risky, painful and costly revision surgeries, on (B)(6) 2012. Patient continued to experience chronic lower back pain, with radiating pain, numbness, tingling, and swelling in his right leg and foot. Patient experienced difficulty in sitting, standing and walking for extended periods, and required a cane to assist in ambulation and a power chair for long distances. Patient also suffered from depression and anxiety. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.